Event description:
It was reported that in 2009 the patient's pain began to get worse. The patient had x-rays and an MRI performed. In october 2009 the patient presented to the surgeon. The surgeon informed the patient that she needed to have a disc "removed and replaced with a new one (fusion) l4 and 5." The surgeon told the patient that "it was hitting against bone with now padding in between and this was causing my pain." The patient reported having pain in her back and pain going down her leg into the foot. On (B)(6) 2009 the patient underwent surgery to fuse l4-5. Reportedly, during the surgery, the surgeon spoke with the patient's family and said "that when he made the incision, a nerve was in the way and he tried to move it out of the way and he said that he beat the nerve up pretty good." The surgeon reportedly made a second incision and completed the surgery. Immediately post-op the patient was "paralyzed on my left butt cheek, right butt cheek, right leg, right foot." The patient reported having no feeling at all. The patient had trouble walking. On pod 3 the patient went by ambulance to rehab where she stayed for 14 days undergoing pt and ot. The patient was fitted with an acl brace from ankle to thigh. The patient developed night sweats and a fever for 2 or 3 days. The patient became depressed and refused to go to therapy because her pain was so bad. The patient can only walk with crutches. The patient presented to a "foot doctor" for numbness and tingling in her feet. The physician x-rayed the patient's feet and told her that she had nerve damage from the surgery. Neurontin was prescribed. An MRI was performed which showed that the hardware wasn't pinching the nerve, but the disc right above the previous surgery "was a little iffy." The patient underwent two epidural nerve blocks. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies."

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.